Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn electrical components and bearings deterioration from normal wear out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was not working properly. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.